Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens only partially came out of the cartridge, and applying pressure to the injector plunger did not yield the desired results. Hence the lens and cartridge was replaced with similar one, and the implantation was successfully completed. There was no patient harm. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).